Manufacturer narrative:
The device was returned to edwards for evaluation and is pending completion of the evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a21 implanted in the aortic position was explanted after an implant duration of approximately three (3) years and ten (10) months due to suspected calcification leading to stenosis and high gradients.

Manufacturer narrative:
H10: additional narrative : despite repeated attempts to receive further information regarding this event, no additional information was received from the customer. The explanted device was returned for evaluation. Report of calcification and stenosis were confirmed by product evaluation. Report of high gradient may be due to stenosis. The x ray demonstrated heavy calcification on all three leaflets. X ray also demonstrated the vfit cocr alloy band remained intact and was not expanded. Extrinsic calcific deposits were observed on the surface of leaflet 3 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and 5mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was heavy at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had a 3mm tear next to commissure 2. Serrated mechanical damage marks and calcification were observed near the tear.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is patient factors, including patient less than 60 years old at implant and renal disease under dialysis treatment.